Event description:
The user facility reported that a total loss of image was experienced during an unspecified type of ercp procedure. The procedure was said to have been delayed for five minutes when the endoscope was removed from the pt and a different but similar device was used to successfully complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was not able to duplicate the reported loos of image. Three minor rgb dots were noted during fog testing. There were no evidence of fluid invasion inside the endoscope and the device passed leakage testing. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.